Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched on (B)(6) 2019 to the user facility to observe the facility¿s reprocessing practices and provide an in-service training if necessary. The ess reported that the scope had third party repairs and therefore, the original equipment manufacturer¿s (OEM) reprocessing recommendations no longer applied. The ess recommended that the facility return the scope to the OEM for service/repair. In addition, a review of the instrument history was performed and found that the scope was purchased on january 11, 2011. There was no service history found. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
The service center was informed that during a colonoscopy procedure, a clip used in a previous procedure fell out of the scope into a second patient¿s colon. It is unknown if the clip was retrieved or if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report additional information, the patient¿s age, gender and pre-existing conditions . Please see the updates in. The clip fell out of the scope into the second patient¿s colon. The clip was retrieved with a roth net. It was reported that the scope had been reprocessed twice before this procedure. It is unknown if the intended procedure was completed. There was no patient injury reported.